Manufacturer narrative:
Concomitant medical products: lnq11, icm, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed endocarditis and the ipg system was explanted to treat the infection. No further patient complications have been reported as a result of this event.